Event description:
The following has been reported: nature of problem: multiple force sensor errors. Previously 'not calculating'. No. Times experienced: many times over the past 12 months. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Manufacturer narrative:
Related report numbers: 3000240707-2024-00436, 3000240707-2024-00437, 3000240707-2024-00438, 3000240707-2024-00439, 3000240707-2024-00440, 3000240707-2024-00441, 3000240707-2024-00442, 3000240707-2024-00443, 3000240707-2024-00444, 3000240707-2024-00445, 3000240707-2024-00446, 3000240707-2024-00447, 3000240707-2024-00448, 3000240707-2024-00450, 3000240707-2024-00451, and 3000240707-2024-00452.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and several errors ID 22 were found. The device was not received because the parcel was lost by the tnt transport company as a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. Based on the available information and the fact that the part was not returned, the root cause of the reported issue remains unknown (not investigated). However, the complaint has been registered for statistical monitoring. An internal CAPA has been opened in april 2019 to reduce the occurrence of error 22. The modification to this CAPA has been deployed with (redesign of force sensor soldering agilia sp). To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: abnormal.